Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, 10mm endo clip applier was inserted into the following product. The operator felt the product's upper seal was looser than usual and pneumoperitoneum leak and decided to switch the trocar in the danger of seal falling into abdominal cavity.